Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a 5x40mm sterling balloon catheter. No patient complications were reported.